Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("device breakage"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding") and bipolar disorder ("bipolar disorder") in a 24-year-old female patient who had essure (batch no: 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007 to on (B)(6) 2014, citalopram and etonogestrel (implanon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions (rashes);"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), nausea ("nausea") and bipolar disorder (seriousness criterion medically significant). The patient was treated with aripiprazole (abilify), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), topiramate (topamax), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, abdominal pain and bipolar disorder outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received- new events abdominal pain, bipolar disorder were added. Outcome of genital haemorrhage updated to recovered / resolved. Concomitant and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("device breakage") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), rash ("rashes or skin conditions (rashes);"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she underwent hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea and dysmenorrhoea outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, nausea, device breakage, dysmenorrhoea, dyspareunia, abdominal pain lower were added reporter, concomitant disease, product lot number, stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("device breakage") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), rash ("rashes or skin conditions (rashes);"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she underwent hysterectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea and dysmenorrhoea outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("device breakage"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included obetrol (adderall) from (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), rash ("rashes or skin conditions (rashes);"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, uterine haemorrhage, genital haemorrhage, depression, anxiety, rash, migraine, headache, nausea and dysmenorrhoea outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet was received -the following event was provided: genital bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and device breakage ('device breakage') in a 24-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007 to (B)(6) 2014, citalopram and etonogestrel (implanon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions (rashes);"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), hypersensitivity ("allergic reaction"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with aripiprazole (abilify), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), topiramate (topamax), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea, bipolar disorder, hypersensitivity, urinary tract infection and post procedural complication outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, post procedural complication, rash, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 761434 manufacturing date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and device breakage ('device breakage') in a 24-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007 to (B)(6) 2014, citalopram and etonogestrel (implanon). On (B)(6)-2010, the patient had essure inserted. On (B)(6)-2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient experienced rash ("rashes or skin conditions (rashes);"). On(B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On(B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), hypersensitivity ("allergic reaction"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with aripiprazole (abilify), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), topiramate (topamax), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea, bipolar disorder, hypersensitivity, urinary tract infection and post procedural complication outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, post procedural complication, rash, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)-2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: f/u 7 and 8 processed together:plaintiff fact sheet received. Events added from pfs- allergy. Reporter information were added. Seriousness criteria for event uterine hemorrhage, genital hemorrhage and bipolar disorder updates as non serious. On (B)(6)2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection, post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ malalignment of both inserts'), device breakage ('device breakage') and pelvic inflammatory disease ('pid') in a 24-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, vaginal discharge and vaginitis. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007 to (B)(6) 2014, citalopram, clindamycin, etonogestrel (implanon), fluconazole (diflucan) and metronidazole (flagyl 250). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient experienced rash ("rashes or skin conditions (rashes);"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), hypersensitivity ("allergic reaction"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with aripiprazole (abilify), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), topiramate (topamax), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, abnormal uterine bleeding, depression, anxiety, rash, migraine, headache, nausea, bipolar disorder, hypersensitivity, urinary tract infection and post procedural complication outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic inflammatory disease, post procedural complication, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrebancy noted as per medical record: (B)(6)2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Lot number: 761434 manufacturing date: 2010-07 expiration date: 2013-07. Concerning the injuries reported in this case, the following one was described in patient¿s medical records-pelvic inflammatory disease most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received: new event pelvic inflammatory disease was added. Reporter information, medical history, and concomitant medication and rcc were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and device breakage ('device breakage') in a 24-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included swelling face, inflammation localised, vomiting, leg pain, constipation and diarrhea. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2007 to (B)(6) 2014, citalopram and etonogestrel (implanon). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced rash ("rashes or skin conditions (rashes);"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain"), depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems (mental anguish)"), nausea ("nausea"), bipolar disorder ("bipolar disorder"), hypersensitivity ("allergic reaction"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with aripiprazole (abilify), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), topiramate (topamax), venlafaxine hydrochloride (effexor) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine haemorrhage, depression, anxiety, rash, migraine, headache, nausea, bipolar disorder, hypersensitivity, urinary tract infection and post procedural complication outcome was unknown and the device breakage, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bipolar disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, post procedural complication, rash, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: f/u 7 and 8 processed together:plaintiff fact sheet received. Events added from pfs- allergy. Reporter information were added. Seriousness criteria for event uterine hemorrhage, genital hemorrhage and bipolar disorder updates as non serious. On 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection, post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent hysterectomy). At the time of the report, the device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.